Event description:
It was reported that during surgery, the tip of the inserter fractured. No pieces were retained by the patient and no reported consequences occurred. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Full establishment name - (B)(6) central rehabilitation hospital. Report source: foreign - event occurred in japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the suture lines were partially detached from the body and the needle tip fractured. All of the fractured pieces were returned with the fractured piece still attached to the anchor. The device was submitted for further analysis. Fractography conducted on two types of juggerknot inserter tip fractures using sem revealed that they were fractured due to bending overload. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.